Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analysed. In the available iegms noise is visible in the rv and a channel that lead to charging cycles without shock delivery. Based on the frequency and morphology of the signals a lead insulation damage should be taken into consideration. However, based on the returned device data a determination of the root cause for the clinical observation is not possible. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - after an implantation period of about 57 months, high frequency noise on ra and rv egm channels was reported. No therapies have been delivered to date when the patient presented in clinic, the noise could not be reproduced. The device was reprogrammed to pick up any possible noise and the patient will be monitored accordingly. No adverse patient side effects have been reported.